Manufacturer narrative:
Reported event, an event regarding disassociation and metallosis/wear involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed via provided photos. Method & results, product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted head and stem. The head was disassociated from the stem and the trunnion of the stem was penciled, resulting in the loss of taper lock between the head and the stem. The event states 'black tissue was observed', however, no image of the anatomy was provided. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, the following were noted: the stem was notched, the trunnion was worn, and black tissue was observed. The stem, head, and liner were revised. The event was confirmed via provided photos. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted head and stem. The head was disassociated from the stem and the trunnion of the stem was penciled, resulting in the loss of taper lock between the head and the stem. The event states 'black tissue was observed', however, no image of the anatomy was provided. No further investigation for this event is possible at this time. Further information such as lot details, device return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: it was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, the following were noted: the stem was notched, the trunnion was worn, and black tissue was observed. The stem, head, and liner were revised. Rep confirmed there were no allegations against the revised liner. Rep can provide pictures, otherwise confirmed that no further information will be released by the hospital or surgeon.